Event description:
It was reported that during a deep rectum procedure, the device cut, but it did not staple. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.